Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported: leaking below cartridge when primed. A preliminary review of the logs identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. During the visual inspection liquid drops were coming out of the ivenix unit from the resistor knob. An underwater leak test was performed, and a leak was detected, bubbles were observed coming from the flow dial area. During the autopsy of the resistor knob the seal was found positioned inverted on the pump side. The customer complaint is confirmed. The probable root cause related to manufacturing error during the positioning of the diaphragm, leading to it being displaced. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa25a27135 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.